Event description:
It was reported that the tandem-provided charging supplies began burning. There was no adverse impact to the customer¿s blood glucose value. A new charging supplies was sent to the customer.